Manufacturer narrative:
Corrected information was provided in b2 (date of death). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 77-year-old male underwent coronary artery bypass surgery (CABG) and had difficulty coming off of bypass warranting the initial placement of an intra-aortic balloon pump. Due to his low ejection fraction, the surgeon opted to place an impella 5.5. Initially postoperatively, the patient had a lot of suction events that responded well to volume replacement. There was a drop in hemoglobin requiring blood transfusion. It appears that the patient expired with limited information.

Manufacturer narrative:
Section d4 primary UDI number has been updated.